Manufacturer narrative:
The insulin pump passed basic occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. However, the insulin pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the no delivery alarm occurred during reservoir change. The insulin pump will be replaced and will be returned for analysis.